Event description:
It was reported that the ventilator shut down while being prepared to transport a pt. The ventilator shut down as soon as mains was disconnected, without any alarms. The installed battery modules did not work as power backup as intended. The pt was unharmed. (B)(4).

Manufacturer narrative:
Our investigation of this complaint has been completed. It was consisted of an in-house investigation that included reading of the battery data, and testing the battery modules in a reference ventilator. We also had an external investigation done by the battery manufacturer. The two returned batteries were 9 months old. The returned logs confirm the occurrence of the reported shutdown at the date of event. All the battery readout values were within the expected range and showed no deviation. The batteries could recharge and the battery backup time displayed versus the actual run time did not differ. The shutdown was only reproducible with completely discharged batteries. When testing the ventilator with fully charged batteries, the reported shutdown after disconnecting mains could not be reproduced. While we cannot conclusively determine the cause of the shutdown, this failure is consistent with the use of batteries that are not fully charged. According to the user's manual the battery status should always be monitored, especially before switching to battery operation. (B)(4).